Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations were not able to confirm or replicate the customer reported problem of "image was not completely focused". There were no errors in the quality assurance plan (qap) system and images were good for both eyes. There was a scope bearing friction issue found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The endoscope has been returned, however, at this time, evaluation is not yet complete. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. A procedure log review was performed.: the instrument logs for the 30 degree endoscope (part# 470057-08 / serial# (B)(4)) associated with this event was last used during a right hemicolectomy procedure on (B)(6)2022 on system sk1622. There were 1996 uses remaining after this last usage. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer contacted a technical support engineer (tse) while starting a procedure and reported that they had non-intuitive motion when the surgeon started into following mode. The tse had the customer remove and replace the 30 degree endoscope (part# 470057-08 / lot/serial# (B)(4) ) and the issue was resolved. The system was ready for use. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.